Manufacturer narrative:
Concomitant medical products: phacofragmentation unit serial no. (B)(4) and handpiece. Device evaluation the tubing pack model opo73, lot number 60138826 was returned to the manufacturer in original package. A visual inspection of the returned devices revealed bottle spike/drip chamber was cut off. Therefore, no testing can be completed. Manufacturing record evaluation: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the opo73 lot# 60138826. It was confirmed that all devices meet material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule in the patient¿s operative eye requiring a vitrectomy procedure when using the signature pro console, opo73 tubing pack, and the phacoemulsification handpiece. A description from the surgery center indicated the broken capsule occurred during the phaco irrigation/aspiration dense mode segment and the tubing and/or handpiece became clogged and when it released, a surge occurred causing the capsule to break. This report is for the tubing pack. A separate report will be submitted for the handpiece and phacofragmentation unit.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.